Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported vasoview hemopro 2 used for an endoscopic vein harvesting procedure was opened and passed up to the sterile field. Upon inspection of equipment prior to use, it was noted on the hemopro tool, that the electrical coil was dislodged from the jaws. The defective equipment was removed from the field. A new one was opened and the procedure was completed. There were no patient effects reported, as there was no patient involvement.

Manufacturer narrative:
Trackwise#: (B)(4). Corrected sections: e3--occupation corrected to "administrator/supervisor", h6--medical device, problem code corrected to 2981. The device was returned to the factory for evaluation on 07/20/2022. An investigation was conducted on 08/15/2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The heater wire was observed to be bent and flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. The clear silicone insulation on the tip of the cold jaw was observed to be peeled back exposing the metal tip of the cold jaw. The clear silicone insulation on the hot jaw was observed to be intact, with no visual defects observed. Based on the returned condition of the device, the reported failure "material twisted/bent wire" was confirmed as well as confirmed for the analyzed failure "peeled;jaw". The DHR, shop floor paperwork was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The lot # 3000242413 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.